Event description:
A nurse injected a blood sample into the analyzer. Upon removing the syringe, the nurse was sprayed in the face with blood. If additional information is received, appropriate notification will be provided.